Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 13:16:08. During night drain cycle 19, the patient's ultrafiltration reading was 725ml, indicating the home patient drained 725ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advancing to the next fill with slow or no flow occurring above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.